Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-d blend. The customer sent in the complaint sample of the supposedly defective lot for investigational testing and also patient material that had caused a false negative test result. Our quality control laboratory tested the complaint sample returned by the customer for potency and specificity in parallel with their retention sample of the allegedly defective lot and also a reference lot. The complaint sample met the minimum titer of 32. All three reagents (complaint sample, retention sample and reference lot) showed comparable results. All acceptance criteria were met. Both specimens provided by customer were tested in the immediate spin method: sample #: (B)(6) showed a +/- reaction, while specimen #t1800346 showed a 2+ positive reaction. In addition both specimens were tested in the indirect anti-globulin test according to the recommendation of the IFU and showed strong positive reactions. Based on the serological test results a weak d respectively d variant was suspected for both specimens. Therefore, they were sent for molecular rh(d) typing to an external laboratory. Both samples were typed as ccddee. The subsequent sequencing of the rhce gene did not show any mutation that could explain d-like structures that might be mimicked by rhce protein carrying amino acid substitutions. Based on the investigation and the provided information the complaint was classified as confirmed - epp (expected product performance). The complaint sample as well as the retention sample reacted as expected. The unexpected positive reactions (unexpected with regard to the genotype ccddee) occurred only with the patient samples provided by customer. The positive reactions might be explainable due to the five red blood cell units the patient received in (B)(6) 2021. The patient was transfused with a rhd positive blood. Bio-rad currently assume that the mixed field reaction in gel card on (B)(6) and the positive reactions in tube test might be explainable due to the five red blood cell units the patient received in (B)(6) 2021. The survival and lifespan measurements obtained with transfused erythrocytes indicating an overall good survival with a maximum of 135 days after transfusion (bosman gj. Survival of red blood cells after transfusion: processes and consequences. Front physiol. (B)(6) 2013 dec 18;4:376). A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false negative reaction of a patient sample with seraclone anti-d blend. The customer sent in the complaint sample of the supposedly defective lot for investigational testing and also patient material that had caused a false negative test result. Our quality control laboratory tested the complaint sample for potency and specificity in parallel with their retention sample of the allegedly defective lot and also a reference lot. The complaint sample met the minimum titer of 32. All three reagents (complaint sample, retention sample and reference lot) showed comparable results. All acceptance criteria were met. Both specimens provided by customer were tested in the immediate spin method: sample #(B)(6) showed a +/- reaction, while specimen #(B)(6) showed a 2+ positive reaction. In addition both specimens were tested in the indirect anti-globulin test according to the recommendation of the IFU and showed strong positive reactions. Based on the serological test results a weak d respectively d variant was suspected for both specimens. Therefore, they were sent for molecular rh(d) typing to an external laboratory. We are still waiting for the results. Due to the ongoing investigation, we are not in the position to provide a conclusive statement. The complaint sample as well as the retention sample of the supposedly defective lot reacted as expected. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.